Manufacturer narrative:
Patient city:(B)(4). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in colombia. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set. The high blood glucose level was treated with manual injection. The blood glucose level was 500mg/dl at time of incident. Customer required hospitalization/emergency medical treatment due to any blood glucose value dka seizure or diabetic coma. Length of hospitalization was 4 hours. Headache, weak feeling, and seek were symptoms reported at time of hospitalization. Customer changed supplies as necessary and resumed insulin therapy. No further information available.